Event description:
Physician was attempting to stent a lesion in the left common iliac artery using a complete se device and pacific plus dilatation balloon. The device was prepped with no issues noted. It was reported that the stent was inaccurately delivered to a site other than the target lesion (the external iliac) and that there was sufficient landing zone. The physician needed to use another stent, a non-mdt stent, to treat the target lesion. The physician was also attempting to use a pacific plus dilatation balloon to treat the lesion and during balloon inflation the balloon was partially inflated and then burst at 6atms. The lesion exhibited little calcified with 50% and no tortuosity. The artery diameter is 7 ¿ 8mm and lesion length is 40mm. There was no patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation was performed (no device or cine images returned for evaluation). (No device received for evaluation). Evaluation conclusion: (based on the information available no root cause can be determined) unable to confirm complaint (no device or cine images returned for evaluation). (B)(4).

Manufacturer narrative:
Opoerational context contributed to event (use of device during procedure).

Event description:
Evaluation summary: the device was returned full of hardened blood and liquids. Due to the condition of the device (full of hardened blood) it was not possible to insert the 0.018" guide wire and apply pressure to the device. A visual inspection was performed on the device: a leak was noted in the proximal part of the balloon. During the visual inspection on the returned device, it was observed a cut at the end of the conical part of the balloon, near the welding between balloon and shaft.